Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and systemic lupus erythematosus ('lupus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), back pain ("back pain"), pelvic pain ("chronic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("allergic rash"), psychological trauma ("psych injury"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device breakage, systemic lupus erythematosus, back pain, pelvic pain, menorrhagia, metrorrhagia, dermatitis allergic, psychological trauma, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, visual impairment and weight increased outcome was unknown. The reporter considered alopecia, back pain, dermatitis allergic, device breakage, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, systemic lupus erythematosus, tooth disorder, urinary tract infection, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for lupus, psych injury and uti. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2008: essure confirmation test(s) (unspecified)- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: quality safety evaluation of ptc (product technical complaint). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and systemic lupus erythematosus ('lupus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), back pain ("back pain"), pelvic pain ("chronic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), dermatitis allergic ("allergic rash"), psychological trauma ("psych injury"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device breakage, systemic lupus erythematosus, back pain, pelvic pain, menorrhagia, metrorrhagia, dermatitis allergic, psychological trauma, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, visual impairment and weight increased outcome was unknown. The reporter considered alopecia, back pain, dermatitis allergic, device breakage, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, systemic lupus erythematosus, tooth disorder, urinary tract infection, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for lupus, psych injury and uti. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test(s) (unspecified) - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Product indication and essure implant date updated. Previously reported ¿injury to herself¿ was updated to back pain. Events: breakage, chronic pain, menorrhagia (heavy menstrual bleeding, menorrhagia (bleeding b/w periods), allergic rash, lupus, psych injury, uti, fatigue, gi conditions, hair loss, dental problems, hormonal changes, headaches, nausea, vision problems and weight gain were added. Lab data added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.